Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery.